Manufacturer narrative:
Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated him and his wife were heading away for their anniversary when he felt thirsty, felt like he was going to pass out and panicked. His wife brought him to the emergency room and he stated that the receiver did not alert when it was showing 74 mg/dl (the patient's low alert is set to 70 mg/dl). When they arrived at the ER, a bg was checked and it was 30 mg/dl while the cgm was still displaying 74 mg/dl. The patient was treated with 3 unspecified bags of IV therapy and was in the ER for one day. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.